Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's fiance reported via phone call that the customer had a button error alarm on the insulin pump. Customer went into the swimming pool and removed the pump. The pump was left out of the water and when he went to reconnect the pump, he received a button error alarm. Customer's blood glucose was 169 mg/dl at the time of the incident. Customer was not wearing or operating the pump prior to the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.